Event description:
It was reported that during an infusion of glucose in the nicu a pump experienced a system error 322. The customer stated the clinician opened the door and changed out the IV set. Upon re-closing the door the pump experienced a system error 322. The customer stated the pt was a neonate and the alarm occurrences resulted in the pt experiencing "life threatening low glucose levels." The clinicians were able to bring the neonates sugar levels back up through the administration of a d10 bolus to the pt and within an hr the baby's sugar was back up. The customer stated they believe the problem was related to the tubing and not to the pump. The customer also stated there was an indentation or kink just below the buretrol container on the involved IV set and that the IV set was still patent following the event. It was also stated the customer ran preventative maintenance testing on the pump following the event with passing results.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete a supplemental report will be submitted. Reference report numbers 1314492-2013-xxxxx, xxxxx, xxxxx for add'l malfunctions reported during the same infusion.